Manufacturer narrative:
This report has been identified as b. Braun (B)(4) internal report (B)(4). The following report is only based of the history log files, because the device, which was involved in the incident, wasn't sent back for an investigation. The data of the complained pump was an infusomat space (article no. 8713050) with serial number (B)(4). The device was programmed with software version (B)(4). The device history was investigated. It could be detected an infusion therapy which was performed with an infusion line (type: space line), a flow rate of 285ml/h and a vtbi of 610ml was set. The infusion therapy was started at 10:35 am. After 33 minutes the infusion therapy was interrupted by an air rate alarm. The infusion was restarted and at 12:11pm the infusion was stopped by customer. A new vtbi of 100 ml was set and the infusion was started again. 21 minutes later a hint "kvo active" occurred and the infusion was stopped again by customer. No other abnormalities were found. The complaint could not be confirmed. Regarding the device history a flow deviation could not be detected. The reason for the air rate alarm could not be clarified. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in (B)(4): "underinfusion" customer information: date: (B)(6) 2020. Time: 1002hours until 1230hours. Medication: IV bleomycin. Rate: 285ml/hr. Vtbi: 610mls. IV bleomycin started at 1002hours, rate 285ml/hr, vtbi set 610mls. Running via IV infusomat spaceline connected to a 3-way tap as primary tubing. At 1211hours, IV bleomycin should be completed by then. However, nurse discovered there was about 100mls remained inside the bag. Therefore, nurse topped up 100mls under vtbi, and completed at 1230hours (approx. 20mins delayed).